Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation it was noted that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited noise over sensing. Programming changes were made. The patient was in stable condition.